Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pt's "right groin". The md found it impossible to insert the iab through the saf sheath and as a result, the iab and saf sheath were removed as one unit. The md was able to remove the iab from the saf sheath after it was removed from the pt. The md requested another saf sheath for the procedure. A second iab kit was opened and the saf sheath was threaded over the spring wire guide (swg) and into the pt's right groin. Using the same iab, the md was able to insert the iab through the saf sheath and into the pt successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in iab therapy was "a few minutes, until the second saf sheath was retrieved from a new iab tray and inserted." The pt's outcome is listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.